Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during manual prime. Blood glucose value was 113 mg/dl. Customer disconnected and reconnected the infusion set and reservoir but insulin did not exit. During troubleshooting, the customer's blood glucose level dropped to 43 mg/dl. Customer's husband got on the line and stated they were treating for that. The customer changed the infusion set and was able to prime. No troubleshooting for low blood glucose was done.